Event description:
(B)(4). It was reported that jailing of the vessel occurred. In (B)(6) 2012, the patient presented to the hospital with unstable angina after 18 hours of initial severe chest pain with 2 hours of interval with electrocardiogram (EKG) changes and troponin elevation and patient was then diagnosed with non st elevation myocardial infarction (nstemi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a bifurcated de novo lesion, culprit lesion for myocardial infarction (mi) was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element¿ plus stent, resulting in 0% residual stenosis. However, post deployment of the 3.00 x 20 mm promus element¿ plus stent, jailing of the first diagonal was noted which was then treated with balloon angioplasty. The target lesion #2 was a bifurcated ostial de novo lesion, culprit lesion for mi was located in the first diagonal with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50x12 mm promus element¿ plus stent, resulting to 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).